Event description:
It was reported that a patient had a pro-disk c removed at disk level c5/c6. The reason for revision was due to patient pain. The original implant surgery date was on an unknown date in 2009. The patient was revised to competitors anterior cervical discectomy and fusion system. The procedure was successfully completed with no patient injury reported. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Date of event: unknown. Implant date: unknown date in 2009. The following documents were reviewed: device history records, release check lists, packing process sheet and packing label log. Review of the packing process sheet shows that the sealing settings were within specification. Quality check was performed and parts met specification. Review of inspection sheets, burst test, peel test and oxygen test for in-process tests shows that the product was tested and processed within specification. The packaging label log shows that the required labels were present and met specification. The device history records release check list does not show any non-conformity. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.